Event description:
This procedure was performed in (B)(6) on (B)(6) 2014. The physician proceeded with access via a 5fr introducer sheath and advanced an 0.035 guide wire. The physician then decided to take some angiographic images with a pigtail catheter in the abdominal aorta, aortic bifurcation, iliac arteries, femoral superficial artery, and the infrapopliteal arteries of the right lower extremity. He observed a total occlusion in the tibial posterior artery. The physician crossed the lesion with the viance catheter combined with a 0.014¿ angioplasty guide wire. The catheter was able to cross 8cm of the total occlusion, and then was not able to advance further. The physician decided to try again but the viance pierced the artery. The physician then changed plan and placed a 0.014 guide wire to cross the rest of the lesion. The physician then performed angioplasty to cover the hole, control the bleeding, and gain the lumen in the artery. The physician then decided to make a complete limb salvage, and went to the tibial anterior artery and crossed with a 0.014 guide wire. The physician then used a 1.5x20mm balloon for the plantar angioplasty. The patient left the room conscious. As a chronic kidney patient with chronic jugular catheter, she received daily hemodialysis and continued her normal dialysis process. On the third post procedure dialysis, she presented a serious hydro electrolytic imbalance that progressed to cardio respiratory arrest and expired.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.